Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was showing alarm - error codes / messages with channel error. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for evaluation?, returned to manufacturer on, device return to manufacturer?, device evaluation by manufacturer?, imdrf annex a, g, b, c, d grids, remedial action required, remedial action # and manufacturer narrative(DHR statement) omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device was showing alarm - error codes / messages with channel error. There was no patient involvement.